Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that during an unscheduled clinic or office visit on (B)(6) 2020, the patient experienced pain that is generalized in the vaginal area, wonder if it's from the device. The patient believes the battery will soon need to be replaced. Battery life on (B)(6) 2020 was 18-25 months. Disruption of stimulation and unable to reprogram sufficiently. The device was explanted/replaced on (B)(6) 2020 with a rechargeable device and the issue was resolved without sequelae.